Event description:
Motor stall occurred, recovered, occurred, "exceeded time" per device logs. The patient experienced symptoms of withdrawal and increased pain. Patient was to be referred for replacement. Patient status at the time of this report was alive, no injury, no adverse event. The device system was used to infuse infumorph. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was scheduled for a replacement on (B)(6) 2013. It later reported that following the replacement, the patient was receiving effective therapy per the reporters knowledge.

Manufacturer narrative:
Concomitant medical products: catheter: model 8709sc, serial# (B)(4), implanted: (B)(6) 2009. (B)(4).